Event description:
Caller reported a cartridge alarm 20, which occurred during pumping. Customer's blood glucose level was 573 mg/dl as a result of the issue. Customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Cts confirmed consecutive cartridge alarms and decided to replace the pump, sending a replacement with updated software and offering training through the tandem source account. Customer was advised to use mdi as a backup therapy during the transition and instructed on procedures for returning the defective pump.